Event description:
It was reported that failure to deflate a balloon occurred. A 3.50 x 28 synergy ii stent was advanced to the target lesion and deployed without any problem. A second inflation to optimize the proximal area of the stent was made. The balloon was deflated, but it was noticed that the end of the balloon was still inflated. Several attempts were made to deflate the balloon completely, but the balloon remained inflated. The wire, the balloon, and the guide catheter were removed together in order to remove the balloon. The procedure was completed and no patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by MFR the device was not returned for analysis. However, two pictures of the device and two angiographic photos were received. The reported event of balloon difficult to deflate could not be confirmed by the images provided, as only 2 still images of what appears to be the inflated delivery balloon were provided. While in the still angiographic images the balloon did not look deflated/partially deflated it could not be confirmed if the images were taken before or after any deflation was attempted.

Event description:
It was reported that failure to deflate a balloon occurred. A 3.50 x 28 synergy ii stent was advanced to the target lesion and deployed without any problem. A second inflation to optimize the proximal area of the stent was made. The balloon was deflated, but it was noticed that the end of the balloon was still inflated. Several attempts were made to deflate the balloon completely, but the balloon remained inflated. The wire, the balloon, and the guide catheter were removed together in order to remove the balloon. The procedure was completed and no patient complications were reported in relation to this event.